Event description:
Customer's mother reported blood glucose was over 300 mg/dl. Then the school nurse informed her, the insulin pump had alarmed no delivery, cleared the alarm, but his blood glucose was still over 600 mg/dl. Current blood glucose was 512 mg/dl after a manual correction dose of insulin was administered at home. Customer's mother stated she will change the whole set and declined further troubleshooting. Customer's mother is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.